Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found.

Event description:
It was reported that during the implant attempt, with the lead outside the patient's body, the physician was unhappy with the way the helix advanced and retracted. Another lead was tested and successfully implanted. No patient complications have been reported as a result of this event.